Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted during testing. Analysis was unable to verify battery out limit alarm due to button error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's mother reported that the buttons were unresponsive. The customer's mother reported that they received a battery out limit alarm. The customer's blood glucose was 129 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.